Event description:
It was reported that during a therapeutic procedure, the camera head deteriorated. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress in the camera cable, water ingress in the main unit imaging, water ingress in the main unit, corrosion on the scope mount, corrosion on the video connector electrical contact area, discoloration on the video connector, pixel defects (white scratches) occur. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. It is likely that the video connector was cracked, the body was unable to maintain its airtightness, and moisture entered the interior, causing water to leak into the body, the imaging device, and the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head deteriorated. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.